Event description:
It was reported that a device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. At the 45-day follow-up appointment, a potential 1-3mm leak was observed under the fabric of the closure device. Seven days later, a shift of the closure device was also seen via a review of the imaging. The closure device shifted posteriorly and more proximal on the posterior side. No further patient complications were noted, and no treatment was performed in response to the event. The patient remained on eliquis 5mg.